Manufacturer narrative:
As reported by the end user, the complaint sample was disposed of and not returned, angiodynamics is unable to perform a device eval. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that the physician who performed the procedure failed to follow the instructions for use (IFU) supplied with this device. The physician used the 0.018" micro-access wire to place the sheath/dilator and not the .0035" guidewire that was also included in the kit. The IFU, which is supplied to the end user with this catalog number, contains a statement: "using standard seldinger technique gain access to the desired vein with the needle and corresponding guidewire. If applicable, use the micro-access introducer to exchange for a larger diameter wire. Advance the 4fr tre-sheath introducer, over the wire, to the treatment location". During the review of the mfg records for the reported lot, it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, while performing a endovenous ablation of the left gsv, the physician used the 40 cm x 0.018 micro-introducer guidewire to place the sheath and dilator. When the sheath and dilator were placed over the end of the guidewire, the guidewire disappeared into the gsv. Attempts to retrieve the guidewire via a cut down were unsuccessful. The pt was transferred to the operating room suite and the guidewire was successfully removed. The pt has made a normal recovery and no further harm was reported.